Manufacturer narrative:
Qn#(B)(4).

Event description:
The report states "[the user] called to initially troubleshoot a large helium loss alarm. Patient is post op ohs, stable. 5'11 male, thin with no noted restriction or kinking noted at the insertion. There is no blood noted in the tubing. Patient a paced afib, the pump is currently at 26.5cc previously reduced due to high pressure alarms and bpp assessment too large. Leak test performed, immediate large helium loss. Pump exchanged. No helium loss alarms post exchange". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. UDI related data quality updates only.

Event description:
The report states "[the user] called to initially troubleshoot a large helium loss alarm. Patient is post op ohs, stable. 5'11 male, thin with no noted restriction or kinking noted at the insertion. There is no blood noted in the tubing. Patient a paced afib, the pump is currently at 26.5cc previously reduced due to high pressure alarms and bpp assessment too large. Leak test performed, immediate large helium loss. Pump exchanged. No helium loss alarms post exchange". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for iab "balloon cannot be opened" was not able to be confirmed as the product was not returned for investigation. The customer supplied pictures show a recorder strip with an abnormal balloon pressure waveform, display screen with an abnormal bpw and arrhythmia detected, and a chest x-ray without any abnormality noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a; corrected data: n/a.

Event description:
The report states "[the user] called to initially troubleshoot a large helium loss alarm. Patient is post op ohs, stable. 5'11 male, thin with no noted restriction or kinking noted at the insertion. There is no blood noted in the tubing. Patient a paced afib, the pump is currently at 26.5cc previously reduced due to high pressure alarms and bpp assessment too large. Leak test performed, immediate large helium loss. Pump exchanged. No helium loss alarms post exchange". No patient harm or injury. The patient status is reported as "fine".